Event description:
Boston scientific received an email from the patient's sister stating the patient died seven months after the device was implanted. The email contained a note stating "the wires came loose on his device and he died". The patient's family is seeking compensation and has threatened legal action against boston scientific. An online obituary search indicated the patient passed away in late (B)(6) 2010 in his sleep. There have been no reported allegations from the field to this date. The local field representative contacted the patient's following physician's clinic and was informed the patient had not been seen since implant. There was no record of a lead dislodgement or any product abnormalities. Since the patient was not followed, the cause of death or additional information could not be obtained.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.